Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 27 march 2024, it was reported that three infusion sets cannula were bent. Patient blood glucose level was 590 mg/dl which was corrected through injection via mdi and insulin type used was novolog/insulin aspart (novonordisk). Within 3 hours of insertion customer noticed symptoms. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-01868 - device 2 of 3.

Manufacturer narrative:
Supplemental report 01 -(B)(4) MDR 3003442380-2024-01868. This MDR is being submitted to correct the submitted common device name under d2a, and serial number, UDI under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6000809 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and (wi) guidance for functional testing for complaints area version 02 for the code soft cannula found bent upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to (wi) version 03 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to (wi) version 02 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing lot 6000809 was manufactured according to the wi 4905072 version 103 in the line l-1, on 21/apr/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 11/aug/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6004706 and no other complaint has been registered in database for the same lot 6004706 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities. This is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code.

Event description:
To date no additional patient or event details have been received.